Event description:
Had total alopecia after started using the philips dreamstation. After the recall, I stopped using the CPAP. Hair started to return, philips sent a replacement CPAP machine, in two weeks what hair had grown back, fell out. Have seen dermatologist and 2 rheumatologist was told "sometimes this just happens". FDA safety report ID# (B)(4).